Event description:
Patient underwent a depuy-asr total hip arthroplasty in 2008, but has had intermittent pain since that time. Pre-operative MRI indicated small pseudotumor or fluid collection arount hip joint. Chromium and cobalt levels checked at another facility prior to surgery were both interpreted as not detected.